Manufacturer narrative:
The failure analysis and testing dept. Received front end pcb with a reported failure of the unit stuck in the boot up screen. Performed a visual inspection found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit booted up properly and tested good. No failure confirmed. This board is obsolete and no longer able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was stuck in boot up screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had duplicated the related issue and was unable to boot properly and isolated the error to front end pcb - "d670-00-1164"- pcb,front end, rohs , reloaded the software and performed the full functional test and returned the unit to service. In addition the power cycled in the unit is 15xtimes while the unit booted up bit no further errors or issues to report. There is no involvement of the patient during this incident.